Event description:
It was reported that the customer has had fluctuating blood glucose levels. The customer's blood glucose level was 549 mg/dl and treated using manual injections. The customer states that he also had a low blood glucose level of 50 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.